Manufacturer narrative:
Our product evaluation laboratory received one laparoscopic cholangiography catheter. The catheter body was ruptured at 12" from the tip. The catheter tube was occluded with an unknown clear solid located at 3" from the tip. Catheter tip appeared broken and the flared tip was missing. The ink coat length at the tip was measured to be 0.36", which is out of specification. A device history record review was completed and documented that the device met all specifications upon distribution. The report of "hole was discovered on the catheter body" was confirmed. The catheter body was ruptured at 12" from the tip. Catheter tip appeared broken and the flared tip was missing. A chemistry evaluation has been performed to assess the unknown clear solid material found in the catheter. Results from the scanning electron microscope detected iodine, sodium and chloride in the unknown particle. Iodine, sodium and chloride are not used in the manufacturing process, but are commonly elements in contrast media. An engineering evaluation task was initiated to assess manufacturing-related processes which could be correlated to the complaint. Catheter body damage may be detected by the clinician, during inspection, before use. In the IFU, the clinician is instructed that the balloon should be inflated with a sterile, blood compatible fluid that may include radiopaque solutions, if they are highly dilute and non-particulate. The use of highly viscous or particulate contrast media is not recommended for balloon inflation as the lumen may become occluded. Before use, the probe with the balloon inflated to its maximum recommended volume should be inspected by the surgeon. The maximum recommended volume must not be exceeded as over inflation increases the possibility of balloon rupture. The amount of fluid in the syringe should be checked before each inflation. If the amount exceeds the balloon¿s stated capacity, remove the syringe from the probe and refill to the proper volume. The amount of fluid remaining in the catheter lumen must be taken into account. It is unknown if user or procedural factors contributed to the stated event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review (B)(4).

Event description:
It was reported that before use a hole was discovered on the catheter body approximately 16" from the tip. No patient involvement.